Event description:
Customer reported a cartridge alarm when attempting to fill the tubing/cannula during site changes, even though there was enough insulin. There was no adverse impact on her blood glucose level, confirmed to be within normal range. In response, tandem technical support assisted helena by troubleshooting the cartridge alarm and occlusions, ultimately deciding to replace the pump. Helena was informed about the steps for receiving the replacement and instructed on how to return the problematic pump.